Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. According to the device history record, the product was manufactured according to the approved manufacturing specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
It was reported by the patient that the tube fell out and the balloon had a hole in it. According to the patient this was a new stoma therefore; she had to have the stoma dilated in order to have the tube replaced. No additional information was provided in regards to the patient's status.